Event description:
During a potential gen change today patient had her device explanted. When dr johnson did his incision there was some fluid that came out of the pocket. The patient had complained about discomfort around the pocket. Some of the fluid could represent an infection the device was removed and was not sent to be evaluated. Dr (B)(6) said the discomfort could have been from the excess fluid. The generator was disposed of after the case. Patient had an infection and device was explanted. Explanted product was disposed of therefore no further action to be taken.